Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to atrial fibrillation (af). Additionally, previous episodes were noted, and the physician is aware of previous inappropriate shocks due to af. The patient was placed on amiodarone and no additional adverse patient effects were reported. This device remains in-service.